Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a high, out of range, shock impedance measurement which was detected via the patient's remote monitoring system. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received that a recurrent high out of range shock lead impedance measurement was detected for this device. This crt-d remains in service. No adverse patient effects were reported.